Event description:
It was reported that during an exploratory surgery on the day of the report it was discovered that the left stimulation lead had a short-circuit. It was being determined if the patient was able to undergo a brain surgery to replace the lead. No decision was known at the time of the report. Two days later, it was stated that there had been no interventions taken to date. Patient's therapy had not been as effective as previously. Options were being considered. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information stated the patient used to have all of their contacts ¿lit up with high voltages.¿ reportedly, the patient had to recharge for longer periods of time each day in (B)(6) 2012 and (B)(6) 2013. It was stated the impedance readings showed a short between 0 and 1, 0 and 3, and 1 and 3 on the patient¿s left lead. It was reported the patient had surgery and intraoperative testing of the lead showed a short on 1 which was 144 ohms. It was noted the patient was not a candidate for additional surgeries so the left side was shut off and the patient had not been doing as well since. The day of report, impedance testing was done and the left side showed normal impedance range. It was noted options for turning the patient¿s left side back on were discussed. Reference manufacturer report # 3004209178-2013-06447 for information previously reported on this event.

Event description:
Additional information received reported that the patient had surgery a while ago to ¿try to find changes in the impedance value¿ of the device and it ¿didn¿t really work¿ so one side of the device was shut off. It was noted that the patient had had a meeting with a neurologist and a manufacturing representative. It was reported that the patient wanted to speak to the manufacturing representative.

Manufacturer narrative:
Product ID: 748240 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 37754 lot# serial# (B)(4), implanted: 2013 (B)(6), product type recharger product ID: 37092 lot# 233640001, implanted: 2009 (B)(6), product type accessory product ID: 3389-40 lot# j0519177v, implanted: 2005 (B)(6), product type lead product ID: 3389-40 lot# j0519177v, implanted: 2005 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).